Event description:
It was reported that decreased sensing and loss of capture were observed. Lead dislodgement was noted. The lead was repositioned with no adverse consequences to the patient and all electrical measurements were normal.